Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and spoke with the patient/layperson regarding her 2009 complaint of an inaccurate high blood glucose result compared to symptoms and the ER meter or lab. Although the patient's son initially called customer service, the patient provided additional information. The same day, the patient performed her morning blood glucose test at 8:00 a.m., result "149" mg/dl. The patient injected her set amount of 20 units humulin insulin, took her avandia, and then ate breakfast. The patient "felt ok until 11 a.m." (Three hours after testing) at which time she became dizzy, felt faint, and had blurred vision. The patient neither tested her blood glucose nor self treated stating, "it was 149 that morning, so I didn't think it [blood glucose] was low." The patient's son drove the patient to the ER where they arrived at 11:30. At noon, the patient's blood glucose was tested. The patient believes it was on a meter since her finger was punctured. After the result of 55 mg/dl was obtained, the patient was given glucose "through a syringe." She was not given food. When the patient returned home the same day, she tested again on both of her ultramini meters, results between 150 and 154 mg/dl. The patient expressed concern that these results were also elevated. This specialist explained that blood glucose would be higher after receiving glucose. Because the patient alleged that she was treated for low blood glucose when the result on her meter had been 149 four hours earlier, the complaint is reported. The cca replaced meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.